Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(4)), found a recharger telemetry module (rtm) failure. No device found was seen. And there was a kink in the cord by the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), regarding an external device. The reason for call was pt reported, they saw the "system problem cannot continue, call medtronic rm03" message, when recharging their implanted neurostimulator (ins). Since probably the last 2 years. And they would have to reset the controller. Pt added they couldn't locate their device when trying to recharge the ins. And they spent 5-6 hours recharging the ins. Pt met with mdt rep in person, and notified them about the issue. Pt noted, they had their previous ins battery replaced. And they confirmed, the ins was replaced, due to normal battery depletion. Pt added they were a nurse and they hurt their back at work. And the hcp asked why all the nurses were getting hurt. Pt confirmed, they hurt their back prior to having the ins, and that's the reason for the ins. Pt noted, they had a dorsal column put in which removed their leg pain, prior to the ins. Pt mentioned, they recharged their ins once per week. And they noted, they called in the past about the error message. But patient services specialist (pss) couldn't locate a previous case regarding the same error message. Pss helped the pt inspect the recharge r antenna (rtm) cord, but no visible damage was detected. Pt added that the rtm relay box was hot to the touch when recharging the ins. The issue was not resolved. Pt noted their hcp, but they mostly saw the physician assistant (p.a). An email was sent to the repair department to replace the rtm.